Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that (B)(4) 2018 that on (B)(6) 2018 an error icon displayed hwbbt on the receiver. No product or data was provided for evaluation. Confirmation of the complaint is undetermined. The probable cause is unable to be determined.